Manufacturer narrative:
Conclusion code ¿ is being updated for this event. Analysis of the pump revealed no anomalies. As received the pump had fluid in the reservoir and left in simple continuous infusion mode. The pump logs were gathered with no anomalies and dispense testing passed.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving gablofen (2000 mcg/ml at 750.9 mcg/day) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. On (B)(6) 2016 it was reported that the patient had developed sudden acute pain overnight and increased spasticity. The patient also had an erection for 4 hours. A dye study was attempted; however, contrast was placed into the reservoir instead. It was reviewed that contrast was placed in older pumps that didn¿t have a cap (catheter access port) routinely, so it should not affect the pump long term. It was suggested that they use the same rinse procedure for drug (10 ml of preservative free normal saline x2). Because the reservoir volume was affected by the injection of the dye, the residual volume could not be measured accurately and other options were discussed. It was noted that the pump and catheter had been replaced on (B)(6) 2016. The reporter called back the same day and reported that the old catheter tip was at t1 and the new catheter was implanted at t10 ten days prior to the onset of the patient¿s symptoms. The patient had an acute onset of spasticity, a 4 hour erection, and mild pruritus yesterday ((B)(6) 2016). At first they thought there was too much drug being delivered. They irrigated the reservoir taking out the dye and refilling the pump with drug. The patient was given ativan for agitation and 2 doses of oral baclofen today ((B)(6) 2016). They also programmed a 50 mcg single bolus dose. The patient responded with increase passive range of motion and no clonus, but they were not sure if it was due to the other drugs administered or the intrathecal baclofen. They were admitting the patient and contemplating doing a proper catheter dye study tomorrow depending on how the patient was doing. The patient¿s labs were normal and x-rays looked good per the reporter. Additional information was received on (B)(6) 2016 from an hcp and it was reported that the patient was presenting again today with worsening spasticity. They did not do the dye study because the patient improved after the rinse and bolus. It was almost 2 weeks to the day from the last episode of worsening spasticity. They had ruled out environmental causes and confirmed it was not due to noxious stimuli. They were planning a dye study for tomorrow and were considering aspirating the pump to assess the volumes. No changes had been made to the pump dosing. The reporter called again later the same day to report that when they aspirated the pump reservoir they got 0 ml and they were expecting 11 ml. Per the reporter, there was ¿no chance¿ that they did a pocket fill. The reporter felt that the last time the patient was in that the discrepancy was probably off then as well. Additional information was received on (B)(6) 2016 from a company representative and it was reported that the pump was being replaced today ((B)(6) 2016). The reason for the replacement was the volume discrepancies (seeing less medication than expected).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. - attachment: [701443236_medwatch.pdf]

Event description:
Additional information was received from the hcp on 2017-jun-14. It was reported that the patient had an infusion pump with baclofen implanted. The patient experienced alternating periods of apparent underdosing and overdosing of the baclofen, in spite of a stable programmed infusion rate. When the device was refilled on two separate occasions, the amount of drug remaining in the reservoir was substantially different than the expected remaining volume. The patient underwent surgical exploration of the device as well as a contract study of the catheter, which revealed no external accumulation or leakage from the device or catheter, leading to the conclusion that there was a defect in the device itself. The device did not do what it was supposed to do. The pump was explanted and a replacement pump was implanted. The patient was progressing as expected. The patient¿s weight was reported. There were no further comp lications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.